Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was alleged of under delivery. Blood glucose level at the time of the incident was 260 mg/dl. Customer stated he gave himself more boluses and was having trouble controlling high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose using insulin pump bolus. Customer stated he had to give more boluses than normal. Customer declined to test pump. Customer does not felt safe with pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08715 inches. Device was programmed with multiple test boluses and monitored. All boluses delivered properly and were recorded in the device's daily history screen. No over delivery anomaly or under delivery anomaly noted.